Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported event. The device was received in good physical condition. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log displayed no evidence of the reported issue. To further investigate the reported issue, the software app was checked. Customer's problem was confirmed; it was determined to be due to a software timing issue. The mu was flashed and the software was reloaded to resolve the issue.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an error 41171. This occurred during testing. There was no patient involved.